Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of having high blood glucose of 590mg/dl and a bent cannula. Customer treated with a bolus. Troubleshooting found that the needle was bent sideways and was not in properly. Customer was advised on proper insertion technique and to return the infusion set for analysis. Customer indicated that the set was changed. Customer was also advised that the device would be replaced. No further details given.